Manufacturer narrative:
Lumenis contacted the foreign user facility through its foreign subsidiary to investigate the reported event, an incident report was provided, and the complaint was verified. Although no injury was reported and no medical intervention was required to preclude permanent impairment, lumenis is aware that the same malfunction was alleged to have caused or continued to a 'serious injury' (cancelled procedure of an anesthetized patient : MDR# 3004135191-2017-00186). Lumenis is reporting this event as it represents a reportable malfunction. Lumenis initiated CAPA (B)(4) to continue its investigation of this and similar reported events, and to determine corrective action.

Event description:
A foreign user facility reported that while performing a holep procedure, the doctor experienced intermittent operation of their versacut tissue morcellator, but once the doctor changed the angle of the handpiece to operate, the performance was restored and the surgery was finished successfully. No report of serious injury or medical intervention to preclude serious injury was received.